Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to oversensed noise. The vector was programmed to primary at the time of the shocks and when reprogrammed to secondary noise was observed with deep breathing and movement. Subsequently, this device was programmed off and a transvenous system was implanted. No adverse patient effects were reported.